Event description:
It was reported the patient presented for pre-discharge checks. Upon interrogation, it was discovered the left ventricular lead was causing diaphragmatic stimulation. Programming changes were attempted. The left ventricular lead was repositioned on (B)(6) 2024. The patient was in stable condition.